Event description:
Nurse noticed IV fluid had not infused because the roller clamp below the infusion pump had been closed off, cutting off flow to the patient. The pump did not alarm "occlusion." Infusion pump had a major failure of the pump mechanism. The case was cracked and in combination with a broken door tab, the occlusion pressure alarm malfunctioned and did not sound.